Event description:
It was reported that blood flowed backwards during use, probably because the sheath valve was broken. Therefore, the sheath was removed and replaced with a new one to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened psi sheath and 3-way stop cock for evaluation. Signs of use were observed on the returned sheath. Visual inspection of the returned sample did not reveal any defects or anomalies. A lab inventory dilator was advanced through the sheath. The dilator was able to be removed and reinserted with no resistance. The sheath sidearm was flushed using a lab inventory 20ml syringe. Water was observed exiting the sheath distal end and also leaking from the valve. The hemostasis valve and psi device were leak tested according to the parameters in amrq-000037 rev09. A low-pressure leak resistance test was conducted (amrq-000037 section 6.1.2): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to a lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage.". The customer report of a sheath valve leak was confirmed through investigation of the returned sample. Functional inspection revealed a leak at the location of the hemostasis valve when the psi was pressurized with water. Based on the customer report and the functional inspection, manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further analyze this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that blood flowed backwards during use, probably because the sheath valve was broken. Therefore, the sheath was removed and replaced with a new one to complete the procedure. No injury to the patient occurred.